Manufacturer narrative:
This report represents both the initial and final report. Additional information was requested from the customer and wasn't provided. Investigation summary: this particular incident was originally deemed non-reportable since the incident description contained little information regarding the customer experience and when additional information was requested, it was not provided. The reportable decision was delayed until the device returned to the manufacturer. Upon inspection of the unit, engineering noted no visible damage to the exterior of the device. Engineering removed the seal and noted no damage to the duckbill. The duckbill was removed and the septum was found to be torn and missing a portion. The missing portion of the rubber was not returned. Instances of internal seal components becoming dislodged are classed as reportable events. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gastric resection - "seal was broken. Customer didn't want to have our feedback. Cer submission has been delayed because (B)(6) sales manager changed their account. The product was replaced with korean stock." Patient status - "there was no patient injury because they change the product right after they found out defect." Type of intervention - unknown.